Event description:
It was reported that during an anterior resection, the device would not open once fired over the bowel. The surgeon used a second device over the bowel which jammed and was unable to be opened. A third device was used to complete the procedure. Procedure was prolonged by 20 minutes. No patient consequences were reported.

Manufacturer narrative:
Date sent: 09/06/2007. Information anticipated, but unavailable at this time.